Event description:
The customer reported the ventilator had consecutive missed triggers during normal ventilation mode. The ventilator was in use on a patient, and there was no patient harm reported. Per discussion with the customer, it was reported that the patient was receiving CPAP when he or she should have been getting pressure support breaths + peep. As a result, it is possible that the patients co2 would not be lowered as rapidly as needed, therefore, resulting in extending the time the patient is hypercapneic. A patient with severe respiratory failure would not start receiving support immediately or would lose support for periods of up to a minute while the machine fails to trigger. If a patient could not tolerate loss for just one minute, then the patient is probably not a candidate for noninvasive (niv) ventilation in the first place. An niv patient should be able to tolerate short periods of non-support such as might occur with a mask falling off. This is not normally associated with death or serious injury but a goal of applying niv is generally to provide ventilation to normalize the co2 and rest the respiratory muscles. If the patient does not receive the required support and the clinician fails to note the issue, the patient may become progressively more distressed potentially resulting in niv failure and intubation.